Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during processing 7mm extended length endoscope end of the black piece of the endoscope came off. Per photo provided by the complainant, the black knob came unscrewed from the device. Not used on patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/01/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The black base of the endoscope was observed to be off the endoscope. No other visual defects were observed. An investigation was conducted on 03/05/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The black base of the endoscope was observed attached to endoscope. A mechanical evaluation was conducted. The black base of the endoscope was unscrewed to remove the black base of the endoscope. No physical difficulties were observed. The black base was reattached to the endoscope with no physical or visual difficulties observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. The image was observed to be clear. Based on the photographic evaluation as well condition of the device as well as the evaluation results, the reported failure "break" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.